Event description:
It was reported that the patient underwent an explant procedure where in the entire deep brain stimulation (dbs) system was explanted due to an infection. Following a non device related incident, the patient sustained a laceration to the head after nicking the extension header. The site subsequently became red and swollen. The wound developed an infection, which later extended to other components of the implanted system, including the implantable pulse generator (ipg) area. The patient was initiated on antibiotics. Cultures were obtained; however, the results were not provided. The devices were retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).